Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Literature article entitled, " has the modern design of attune total knee replacement improved outcome in patients with isolated patellofemoral arthritis?¿ by yasir ashraf, et al, published by the journal of orthopaedic surgery 28(3) 1¿8 2020, was reviewed. 42 patients who presented with isolated patellofemoral arthritis received attune total knee arthroplasties. These were followed for over a period of four years. Oxford knee scores (oks) and knee injury and osteoarthritis scores (koos) were assessed at 8 months and two year follow-ups. Conclusions reached indicated that the attune knee provided superior results for patellofemoral arthritis treatment than depuy¿s previous pfc-sigma design, but fell short with respect to dedicated patellofemoral arthroplasty procedure survey results. Complications identified include: 1 patient experiencing deep vein thrombosis, treatment unspecified. 6 patients experiencing stiffness requiring manipulation under anesthesia. 1 patient experiencing aseptic loosening requiring revision surgery (loosening details-implants and interfaces¿unspecified). The article provided no specific patient identifiers (such as case number, age, or gender), nor were specific product details given.